Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced to the address. Both leads were fractured. Fracture was confirmed visually. Effective therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report event of autoreducing was confirmed. As received, microscopic inspection showed the returned lead was found with a kink on the outer tubing and all the internal wires were broken. The cause of the event remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s therapy strength was decreasing on its own. Impedance check revealed high impedances on all contacts. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.